Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as spots on the patient's skin that come and go. The patient's wife stated the rash was red, pimply, itchy, but not open or draining. The patient has a history of psoriasis. There was no alleged device malfunction contributing to the irritation. Patient was seen by a physician. The doctor initially suggested the patient use baby powder and corn starch, however the skin condition did not improve. The doctor then prescribed an antifungal cream and prednisone. Follow up indicated the irritation improved.